Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (leakage from electrical connector) was confirmed and found to be caused by a deformed electrical connector. In addition, service found the adhesive on the bending section cover was detached, the nozzle was damaged, the bending section cover had clotting protein, the coating on the connecting tube was peeled, the connecting tube was wrinkled, the connecting tube was dirty, the scope cover was scratched, the grip was scratched, the forceps channel port was dented, the switch button #1 was scratched, the switch box was scratched, the universal cord was wrinkled, the universal cord was scratched, the protector of the universal cord on the scope connector side was scratched, the scope connector was scratched, the bending angle was out of specification, there was play in the angulation knob, the displayed image was out of focus due to damaged ccd (charge-coupled device) unit, the plastic distal end cover was dirty, and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leakage from the electrical connector of the subject device. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. An olympus field service engineer (fse) visited the customer site and inspected the device. A leakage was found between the electrical connector and the water resistance cap. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reprocessing steps recommended in the instructions for use (IFU) were not performed completely due to a leak of the device, which made foreign material remain at/around the forceps elevator. However, the root cause could not be determined. The event can be detected/prevented by following the IFU which state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, e1, e2, and e3.